Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib cycle testing, with the returned accessories on a simulator without duplicating the report. Inspection of the device identified contamination within the multifunction cable receptacle. The event battery was not returned as part of the investigation. The device log supports that the battery was a factor during this event. The multifunction cable receptacle and the battery communication cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 77-year-old female patient, the device was slow to charge and failed to discharge. Complainant indicated that the patient subsequently expired.